Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that there was moisture behind the display. It was noted that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed multiple cs128 sub code fe80 replace battery alarms indicating that a partially discharged battery had been installed; no evidence of short battery life was observed. During a visual inspection, the battery cap threads were observed to be stripped; the cap was unable to fit securely to the pump. The battery cap contact height and width measurements were within specifications. A test cap was used during investigation. A leak test failed due to a display lens leak. During testing, the pump alarmed with cs078 alarm upon the first rewind attempt. The pump was not able to be adequately investigated due to the recurring cs 078 alarm. The pump¿s cover was removed and moisture corrosion was found to the power supply circuit, the motor flex/connector. Unrelated to the complaint, the display screen was found to dim and discolored. Evidence of moisture corrosion was observed on the display screen inside the pump.